Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing motor batteries resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. Batteries have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was not holding charge. Outlets changed without resolution. There was no patient present when this issue was observed.